Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on (B)(6) 2009, a cardiovascular event on (B)(6) 2010, and subsequently expired after use of the product.